Manufacturer narrative:
Investigation summary: photo evaluation: two photos were returned for evaluation. Each photo is of a loose 10 ml enteral syringe reported to be from either batch #7249730 or batch #7136615(p/n # 305858). The photo shows a fully assembled syringe with an amber colored tip cap attached. No defects observed. The second photo shows a fully assembled syringe with an amber colored tip cap next to the syringe. The syringe tip appears to have a cloudy foreign matter substance in the fluid path inside the tip. The product is packaged and sold as a 3-piece bulk non sterile syringe only, which includes barrel, plunger and stopper without the tip cap. The only substance that is added to the syringe is medical grade silicone for stopper and barrel wall lubrication. The product in the photo was manipulated after leaving the syringe manufacturing plant. Without the physical sample, the substance cannot be identified and cannot be confirmed to have originated during the syringe manufacturing process. DHR review for batch 7136615 (p/n 305858): manufacturing date: 05/21/2017. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7136615 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7249730 (p/n 305858): manufacturing date: 9/22/2017. Batch quantity was (B)(4) printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7249730 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: the product in the photo was manipulated after leaving the syringe manufacturing plant. Without the physical sample, the substance cannot be identified and cannot be confirmed to have originated during the syringe manufacturing process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ enteral syringe clear barrel bd univia¿ connector bulk non-sterile exhibited a whitish substance that was foul smelling. Found before use. No reports of serious injury or medical intervention noted.